Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was implanted with acceptable thresholds. The delivery system tether was cut but became stuck and could not be removed by pulling either side of the it.  The physician was unable to recapture the device as the delivery system was unable to realign for recapture. A steerable introducer was used to provide support to remove the device by pulling the tether. The leadless ipg and delivery system were attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: (B)(6). Model #: mc1avr1-delsys / expiration date: 14-aug-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 01-mar-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.